Manufacturer narrative:
(B)(4). Evaluation: an empty opened foil, a paper lid, a winding former, a detached needle and multiples suture pieces of product code were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. Also, the suture pieces have begun with the process of disintegration; this is the cause of detached needle. Also, the foil was examined and presented holes in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the cause for pull off of suture needle is a result of suture degradation from improper handling of package, and this corresponds to the reported complaint.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and a suture was used. During surgery the thread released the needle. Also, it was found that the foil package had holes in cavity on the back. There were no adverse patient consequences reported. No additional information was provided.